Event description:
A malfunction code labeled as malf 9 was reported by a customer, indicating an issue with a pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, which successfully resolved the issue without recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support again if the issue recurred.